Event description:
The user felt pain and discomfort around the sure cuff upon flushing heparin from the red catheter. The device had been in place for 10 days prior to the incident.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. A leak was detected in the lumen with the red luer adapter. Two holes were located 2.2 inches distal to the cuff. One of the holes was l-shaped. The external surface of the d/l tubing exhibited abrasion around the leak sites. It is possible that the tubing was damaged with mechanical instruments, and may have occurred during insertion; however, the exact cause of the leak is unknown. A chr was not completed since the lot information was not provided by the complainant.